Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced infection. The patient was hospitalized and the rv lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).